Manufacturer narrative:
The failure mode 'pump stop' was changed to 'pump not detected' as investigation revealed that 'impella defective' alarm was observed when console swap was attempted. No logs were provided from attempted console swap. The data logs from the first console before attempted swap do not show any impella defective alarms the returned product was inspected. A visual abnormality on one side of the patient cable housing was observed where there was an unusual gap. The impella defective alarm reproduced upon connection to a lab console. The red pump plug was opened to test electrical communication lines between the patient cable plug pins and the pcb/eeprom. An open line was found between pin 5 and the corresponding yellow cable connected to the pcb, responsible for communication between the console and pump. Further testing revealed that heating up the patient cable plug with a heat gun reestablished the electrical connection when also applying downward force on the affected pin. The root cause of the pump not detected issue was determined to be due to an open line at the joint between the patient cable pin 5 and the yellow line in the patient cable as was found with testing of returned product.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs), and an "impella defective" alarmed triggered prompting explant of the device. The patient was admitted with shortness of breath and intermittent runs of ventricular tachycardia on the automated implantable cardioverter defibrillator. The impella cp was implanted without complications. The patient was subsequently placed on extracorporeal membrane oxygenation (ECMO). Approximately two days after the start of the impella mcs, the patient was transferred to a tertiary center and during the automated impella controller (aic) - aic to aic transfer, the nurse plugged in the drive line to the receiving facility's aic and an ¿impella defective¿ error triggered. Trouble shooting occurred thereafter which involved plugging the drive line back into original aic, turning the controller on and off still with ¿impella defective¿ error indicating there is a problem with the impella catheter electronics. The team was notified that the impella cp pump needed to be pulled across the valve and into the aorta. Catheterization lab was consulted for replacement pump insertion. The catheterization lab team arrived and pulled the impella catheter into the aorta. It was noted that antegrade 4f sheath of the right femoral artery was connected (male to male) to the wire access port. The interventional cardiologist pulled a 7-inch string of clot from the access port and opted not to access the port due to clot concern. The impella cp pump was removed, and the right femoral artery was closed with an intact perclose. The patient was taken to the unit and indicated to be in stable condition.